Manufacturer narrative:
Report confirmed. The device was tested and the max temperature was measured to be 188°f. The likely cause was identified as broken shaft and corrosion. It was also noted that there was tool locking difficulty, the motor sounds rough, and the laser markings were faded. The device user manual warnings section includes instructions that heavy side loads and/or long operating times may cause the device to overheat. If the device overheats, discontinue use and rest the device by using it intermittently, or wrap the device in a moist sterile towel. Use of an overheated device may cause injury to the patient or operator. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with the report of overheating. It was reported that there was no patient involvement. Repair request escalated to a product event based on reason for return.